Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately tortuous, heavily calcified 90-99% stenosis in the segment #6 of the left anterior descending artery (lad). After an asahi sion blue guide wire crossed the lesion, an asahi caravel microcatheter was advanced and got stuck in the calcium. When attempts were made to remove the caravel, the catheter tip broke off. The separated catheter tip was removed with an asahi soutenir microbasket. The procedure was then resumed and rotational atherectomy was performed. The procedure was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported caravel microcatheter was returned for evaluation with the soutenir microbasket. The separated catheter tip was found caught by the basket segment of the returned soutenir. Microscopic observation found multiple circumferential cracks on the tip polymer near the torn ends of the catheter tip, which are traces of ductile tearing. The separated catheter tip was found twisted. Lot history review revealed no anomaly relating to the reported event. No similar product experience was received for the subject lot other than a case (MFR report #: 3003775027-2023-00081, patient identifier: (B)(6), in which the catheter tip was torn off due to tensile stress applied when the catheter was trapped in heavily calcified lesion. The use in the heavily calcified lesion was against the instructions for use (IFU). The event was not associated with product quality. Based on the provided information and the investigation outcome, it was presumed that torsion generated with torquing manipulation and tensile stress generated with removal had most likely contributed to the separation of the catheter tip. As the catheter tip was being caught and restricted its movement by the heavily calcified lesion, the applied stress exceeded the product design limit, tearing the catheter tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [contraindications]. ~ do not use this microcatheter in advanced calcified lesion. [Warnings]. ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunction and adverse effects]. ~ separation.